Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly noted due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was trying to change the site and it got stuck in the fill tubing. The customer¿s blood glucose level was 243 mg/dl. Caller also reported that customer's blood glucose was ranging from 50 mg/dl to 500 mg/dl and was missing school as a result. During troubleshooting caller reported that they were unable to exit the "preparing to prime" loop. Caller was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.